Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 lead implanted: (B)(6) 2014; 507645 lead implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual summary analysis of the lead indicated stretching and apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead became dislodged from the targeted vessel due to the patient's coronary sinus being too large for the lead. The lv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.